Manufacturer narrative:
Analysis confirmed rib clavicle crush damage and resistance to low lead impedance. Found shorting due to clavicle crush damage. And also found clavicle crush damage in the distal portion.

Event description:
It was reported that the right ventricular lead sustained rib clavicular crush and exhibited low lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.